Event description:
Per pathology department: the valve was explanted due to thrombus and replaced with a sjm 31mj-501. The explanted valve was destroyed at the hospital. Add'l info has been requested.